Event description:
Patient was a 53 year old male admitted after aicd fired x 2 within an hours time. No preceeding history of chest pain or palpitations.on 5/19/94, the patient was taken to surgery for repair of insulation defect. He did well and was discharged on 5/22/94.